Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that at implant attempt the physician was unable to place the right ventricular lead satisfactorily, that the patient had "very difficult" anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.